Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the clinic due to chest pain. Oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. It was noted the oversensing correlated with the surgery that took place that same day. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.